Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving adequate therapy due to her cervical lead migrating. It was also reported that the patient fell and was experiencing overstimulation. In turn, x-ray imaging was performed that revealed the lead had migrated. As a result, the patient's lead was explanted and replaced with a different model through surgical intervention. Therapy was restored post-op.